Manufacturer narrative:
B3: unknown; no information has been provided to date. E1 - initial reporter address 1: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the downstream occlusion (dso) seal was delaminated. There was no patient involvement.

Manufacturer narrative:
D3: correction. Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Conducted incoming performance verification testing and visual inspection. Confirmed customer complaint of ¿downstream occlusion sensor (dso) seal delamination. Visual inspection found the downstream occlusion sensor seal was bubbles and torn. Replaced downstream occlusion sensor seal. Conducted performance verification testing. Passed all tests. Software version installed.